Event description:
Device malfunction: anterior cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, an anterior cuff miss occurred. Hemostasis was achieved using manual compression. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.